Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.

Manufacturer narrative:
The scope was sent to an independent laboratory for culture testing and ethylene oxide (eto) sterilization. The scope tested negative for bacillus and no additional growth was recovered. The scope was then returned to olympus for evaluation. A boroscope was used to inspect the channels of the scope. No signs of foreign material were found inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, and nozzle. Additionally, no signs of foreign material were found on the bending section cover, bending section cover glue, insertion tube, distal end cover, light guide lens/glue, and objective lens/glue. The scope passed leak testing. The scope was only inspected by olympus and no service was performed. The scope was returned to the user facility. Based on the investigation findings, the cause of the reported event could not be determined as no abnormalities or foreign material was found within the scope that would likely contribute to the reported positive culture.

Manufacturer narrative:
The device evaluation is still in progress. The device is currently with the user facility and will be sent to an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. The cause of the reported event could not be determined at this time. As part of our investigation, an olympus endosocpy support specialist (ess) was dispatched to the user facility to observe the user facility¿s reprocessing practice and to provide reprocessing training if necessary. On december 2, 2016 the user facility declined the ess visit.

Event description:
Olympus was informed that the scope culture tested positive for bacillus. The scope was cultured at the user facility using the centers for disease control and prevention (cdc) guidelines and recommendation. The scope has been quarantined and removed from service. The user facility utilizes a non olympus medivator (dsd edge, serial number # (B)(4)) automated endoscope reprocessor (aer) machine with rapicide as the disinfectant and polystica as the enzymatic cleanser. The minimum efficacy of the disinfectant and enzymatic cleanser are checked as recommended in the instruction manual. To add, the user facility reported that the aer machine was purchased in (B)(6) 2016; however, there have been temperature regulation challenges with their aer. In addition, an olympus single use brush (model# bw-412t) is used to brush and manually clean the channel of the scope. Pre-cleaning is performed immediately after each procedure. There have been no changes with the user facility reprocessing staff and all reprocessing staff is properly trained. The scope is stored in a storage cabinet recommended by olympus. No patient infections reported.